Event description:
It was reported that the rv lead had a decrease in impedance and subsequently low impedance. Technical service personnel recommends replacement. Device's status is unknown. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.